Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an l4/l5 transforaminal lumbar interbody procedure. During the surgery, it was noted that the 10 mm t-pal large trial implant started turning. Four (4) unknown expedium screws were placed initially. When decompression and discectomy were completed, the surgeon started trialing with an unknown 7mm t-pal trial implant and successfully continued with the unknown 8 mm t-pal trial implant and with the unknown 9 mm t-pal trial implant. X-rays were taken to verify the lateral position of the rotation of the trial. When the surgeon tried trialing with the 10 mm t-pal trial implant, the trial was impacted and the surgeon realized that the trial started turning although the applicator outer shaft was firmly closed. The 10 mm trial was removed with a slap hammer. The surgeon and nurse verified the applicator was closed as firm as it gets. Re-insertion was attempted but trial started turning again from the beginning. The trial was removed again with a slap hammer and second applicator outer shaft with 11mm trial was used as surgeon wanted to go for an unknown 11 mm t-pal trial implant. Insertion was successful until the point where the surgeon wanted to open the applicator to allow the implant to turn in to its final position. However, the surgeon could not open the knob as it was jammed. The trial was once more removed with slap hammer. Outside of the patient, the knob was turning easily and not jammed. The nurse applied some water to lubricate the thread. Then the procedure was completed successfully with a surgical delay of five (5) minutes. There was no patient consequence reported. Concomitant device reported: cage/spacers: t-pal (part/lot unknown, quantity 4), expedium screws (part/lot unknown, quantity 4). This report is for a t-pal spacer applicator handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 03.812.001. Lot: 9275499. Manufacturing site: hägendorf. Release to warehouse date: 13 apr 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary parts were forwarded to the responsible product development center for evaluation. Summary: the returned 10mm t-pal trial implant shows signs of wear and tear at the medial orientated edge, where the surficial contact should prevent rotation in tightened position. However, this wear does not generally compromise its function integrally. The applicator outer shaft shows traces of wear and deformity at the distal end. The 10mm trial implant and applicator outer shaft worked as intended during investigation. A full closure to secure the trial implant in insertion position could be achieved. Nevertheless, there was obviously the tendency of unintended pivoting detected due to the worn trial. With the wear and tear visible on the parts a malfunction might occur in wet or slippery environment (body fluids, body fat etc.) Like intraoperatively during a surgery where this effect might become more severe and might lead to the reported malfunction. Also, a not fully tightened knob can create same failure mode of unintended pivoting. General observation: since the 10mm trial implant shows signs of wear on the edge, it also can be assumed that the trial implant was inserted while not fully in ¿close¿ state in some, especially previous, surgeries. In the surgical technique it is remarked as important that it must be ensured that the trial implant sits correctly on the inner shaft. The omission of full tightening of the trial implant by turning the knob clockwise could possibly lead to the shown deformation in this complaint. The review of the device history records revealed that the parts were manufactured according to the specifications (applicator outer shaft in (B)(6) 2015, trial implant in (B)(6) 2014). The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The investigation found no product related issues that would have contributed to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.